Manufacturer narrative:
Product analysis : analysis was able to confirm the customer comment that the epg had a broken connector, it was identified that the output connector assembly was broken. It was also identified that the hanger assembly and upper and lower cases were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular connector, it cannot retain patient lead cables. The programmer was returned for repair. There was no patient involvement.